Manufacturer narrative:
(B)(4). Per the clinic, the patient underwent skin flap revision surgery due to previously reported skin breakdown. The skin flap was rotated and a piece of alloderm was placed. The implanted device remains. The implanted device remains.

Manufacturer narrative:
This report is filed, february 5, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. Explant surgery is planned however, has not occurred as of the date of this report, february 5, 2016.